Event description:
Healthcare professional reported that approximately 95 months post implant the pt underwent reoperation due to severe periprosthetic aortic regurgitation, recurrent aneurysm of the ascending aorta, and single coronary artery bypass grafting. During reop a portion of the valve was noted to be dehisced. The valve was removed, replaced with a 23mm carpentier-edwards bioprosthesis and the aneurysm repaired. The valve was returned for evaluation.